Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 350cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient presented for examination with concerns of breast asymmetry. During the in-office visit, she was diagnosed with left breast implant bottoming out and right breast baker grade iii capsular contracture. As a result, the patient was scheduled for unilateral right breast removal and replacement and left breast capsulorrhaphy on (B)(6) 2025. No removal was indicated for the left device. This report is for the left breast prosthesis.

Manufacturer narrative:
On february 03, 2025, mentor was notified that during the revision surgery, the left breast implant was removed and reimplanted. Mentor memorygel xtra breast implants are not intended for reuse/reimplantation, thus the user used the device in error. Manufacturer¿s reference number: (B)(4).